Event description:
It was reported that bd insyte-n autoguard winged frays during insertion attempt. The following information was provided by the initial reporter: our nicu department reported that upon insertion to the skin, the sheathing of the catheter started to fray around the edges. The fray is very small, but any damage to the sheathing is an issue with IV catheter insertion. Nessa osuna from nicu filed a safety report as well and I believe has the patient information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. Full facility name provided: (B)(6).

Event description:
No additional information

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3249702. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.